Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with a dilated annulus. A mitraclip xtw was inserted and deployed on the mitral valve without issues. A second clip, a mitraclip xtw, was then inserted and grasping was performed. However, the clip was too close to the first clip, and was unable to reduce mr. Therefore, the clip was open and inverted. However, the clip became caught in chordae. Troubleshooting was performed, and the clip was able to be freed from chordae. It was noted that there was likely fissuring of the anterior mitral leaflet (aml). The clip was repositioned and implanted on the mitral valve. To further reduce mr, a mitraclip nt was inserted, and grasping was performed. However, the mr was unable to be reduced. Therefore, the clip was removed from the patient. The procedure was completed with two implanted clips. The mr remained at a grade of 4+. It was noted that the patient was stable during the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.